Event description:
It was reported that after predilatation a xience v 2.25x12 mm stent delivery system (sds) was unable to cross the heavily calcified, heavily tortuous lesion in the mid circumflex coronary artery. An attempt was made to remove the sds and guide cath as a single unit, however, during removal the stent caught on calcium and dislodged from the sds but remained on the guidewire in the left main artery. A trek balloon was advanced through the stent, pushing it into the proximal circumflex where it was deployed with good result in an unintended site. A 2.25x18 mm xience v sds was unable to cross the mid circumflex lesion and was removed without difficulty. The procedure was completed and the target lesion was left untreated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. In this case, the lesion was described as heavily calcified and heavily tortuous, which likely contributed to the reported failure to advance/cross the lesion. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. However, there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which suggests that a product deficiency did not contribute to the reported complaint. In this case, it was reported that during removal, the stent implant became caught on calcium in the lesion and dislodged from the sds but remained on the guide wire in the left main artery. Therefore, the difficulty to remove and subsequent stent dislodgement occurred as a result of interactions with the lesion/anatomy. Based on the reported information and this investigation, the reported difficulties and subsequent patient effects appear to be related to interactions with the reported heavily calcified, heavily tortuous lesion. There is no indication of a product quality deficiency. A review of the lot history record for the reported lot did not reveal any associated nonconforming material records that would have contributed to this complaint. A query of the complaint handling database for the reported lot revealed no other incidents reported for difficulty to remove from the lesion/anatomy or stent retention issues. There is no indication of a product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release.